Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: can you please clarify when the "device failed" did the device lock-out (meaning no staple line or cut line was delivered)? Unknown. Or did the device begin to fire the staple line and cut line and then stop (partially fire)? Unknown. If not, please provide further detail of how the device failed. Unknown. When the device "locked on tissue", how was the device removed from the tissue? Unknown. Were the device jaws eventually able to be opened? Unknown. No additional information is available.

Event description:
It was reported that during an unknown procedure, the device failed and then locked on tissue. It is unknown how the case was completed. There were no patient consequences reported.